Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ioh200, serial number/date code (B)(4) is approximately 6 years 5 months old. The consumer alleges that he has been utilizing this device for 2 - 3 years. The owner's manual part number 1100873 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Consumer called stating that his ioh200 homefill oxygen compressor allegedly ran out of air at an elevation of 7,000 feet when it was set for 8,000 feet. When the consumer was at an elevation of 6,000 feet, he was still unable to fill his cylinders.